Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2014-65066 as it refers to the same event but of a different device.

Event description:
No blood glucose levels reported. The nurse of the customer reported that insulin leaked from the insulin pump. The nurse of the customer reported that the insulin pump was exposed to insulin. The nurse of the customer also reported that there was fluid under the display of the insulin pump. The nurse of the customer also reported that the insulin pump went blank after exposure to insulin. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.